Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient was inserted catheter, counterpulsation was initiated, the balloon was seen to be only partially open for counterpulsation, the machine alarmed for helium leakage, and adjusting the position and restarting the device were ineffective. A set of counterpulsation balloons was reactivated and counterpulsation was normal". Additional information states that the second catheter inserted was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the patient was inserted catheter, counterpulsation was initiated, the balloon was seen to be only partially open for counterpulsation, the machine alarmed for helium leakage, and adjusting the position and restarting the device were ineffective. A set of counterpulsation balloons was reactivated and counterpulsation was normal". Additional information states that the second catheter inserted was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f23k0011. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a small trash bag. Upon return, the super arrow-flex (saf) sheath was noted on the returned iabc; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The customer submitted photos were reviewed. In the first photo, the sample was noted within the clear pouch. The second photo shows the chinese packaging label with the iabc information. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0070in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 10.4cm from the iabc distal tip due to the clotted central lumen. Dried blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 65.9cm from the iabc luer due to the clotted central lumen. Dried blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was seen to be only partially open" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.